Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-05055. The valve was not returned to edwards lifesciences for evaluation. A review of imagery provided showed calcification and tortuosity of patient access vessel was noted; the introducer was exposed through the esheath, indicating that the sheath liner was torn; the sheath shaft and tip appear to be damaged. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was unable to be confirmed due to no device/relevant imagery provided for evaluation. Review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per report, ''during procedure, after valve insertion through the sheath with normal resistance and the valve was aligned, it was noticed a bend of one stent crown segment to the outside and the sheath seemed to have taken damage. The decision was made to implant the valve due to the patient's critical status and the danger of damaging the femoral artery with the bend stent crown when pulling it back to the sheath. The implant went well, the valve no longer showed a significant bent and the system and sheath was removed.'' While there was no reported difficulty during device advancement through the sheath, review of provided imagery revealed patient had a tortuous and calcified access vessel. Per training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. In this case presence of tortuosity and calcification could have created the challenging pathway during the delivery system (with crimped valve) insertion through sheath, and it led to higher push force. It is possible that the valve struts caught on the sheath liner while navigating through the sheath. In such condition, attempts to further advance the device through the sheath can cause damage to the valve and subsequently tearing the sheath liner as observed. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damaged. As such, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage during use. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, post valve alignment, a bent strut was noted. The decision was made to proceed and implant the valve due to the risk of femoral artery injury upon withdrawal of the valve though the sheath. After the valve was implanted, there was no significant bent seen on the valve. The system was removed with no patient injury. The sheath was noted to be torn at the expandable part and per picture, sheath distal tip split was noted. The patient is stable post procedure.